Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the risk to vessel wall damage was rated as moderate with the use of a flo-thru intraluminal shunt when used to channel (shunt) intravascular blood through a vascular anastomosis to provide a temporary blood free operative field, during peripheral vascular procedures. The physician reported ¿have seen cases where damage to the vessel wall as occurred¿. No further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.